Manufacturer narrative:
No information - coded for unspecified damage. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead showed intermittent undersensing. The lead impedance dropped and the lead showed signs of damage. No further information is available at this time.